Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii, liquid, irregular contours/lobulated, and calcification.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii, liquid, irregular contours/lobulated, and calcification. The device has been explanted.

Manufacturer narrative:
The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported "exposure of its internal material causing chronic inflammation of the breasts with histiocytic and gigantocellular reaction to silicone." Implants "were removed from the market because they are associated with the incidence of a specific type of cancer.¿ patient suffered ¿severe moral and unmistakable material damage.¿ upon explant, an "abscess - incision and drainage" was performed and implant was found to be "positioned below the inframammary fold, and with lateral displacement." Patient has a history of "psychiatric treatment with a recurrent gianostico hypothesis of depressive disorder, generalized anxiety disorder and obsessive compulsive disorder." Patient had 4 prior "plastic surgeries" to the breast and uses vemlafaxine concomitantly.